Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a nephroureteral stent (nus) placement procedure, the catheter fractured following the 3rd and final step of deployment. Resistance was experienced by the clinician. The patient was transferred to the angiography suite for a more thorough investigation. The device was successfully retrieved from the patient and a new stent was successfully deployed.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a nephroureteral stent (nus) placement procedure, the catheter fractured following the 3rd and final step of deployment. Resistance was experienced by the clinician. The patient was transferred to the angiography suite for a more thorough investigation. The device was successfully retrieved from the patient and a new stent was successfully deployed.